Event description:
This pt had noise on the rv channel in october, so the pace/sense portion of this lead was capped on (B)(6) 2011 and was replaced. The noise reoccurred in december and the pt received inappropriate shocks. The physician capped the shock portion of this lead on (B)(6) 2011. Should add'l info become available, this file will be updated.